Event description:
It was reported that this right atrial (ra) lead had exhibited under sending. Health care professional (hcp) recommended replacement. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the impact codes field (f10) in section f, for use by uf/importer and impact codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this right atrial (ra) lead had exhibited undersending. Health care professional (hcp) recommended replacement. This ra lead remains in service. No adverse patient effects were reported.